Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they cannot get the handset to connect to the ins. They took an x-ray and ins looks 'horizontal to scan plane' and not flat. Technical service redirected to managing hcp to address device issue. No further complications were reported/anticipated at this time.